Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the biopsy channel. When the material was removed and inspected, it was identified as part of the biopsy valve. The cause for the biopsy valve breakage cannot be conclusively specified. It is likely the biopsy valve was damaged when an endo therapy accessory was inserted into the tip opening and part of the valve fell into the channel, which led to the clog. The event can be prevented by following the instructions for use (IFU); "4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the foreign matter questionnaire. The device was not cleaned, disinfected, or sterilized before requesting repair. The customer was not aware of foreign material and the endoscope was not used in a case with foreign material attached to it. An evaluation of the returned device confirmed the customer allegation. Due to clogging of channel tube, the tube cleaning brush cannot be inserted. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of channel tube, suction volume does not meet the standard value. Due to clogging of channel tube, forceps cannot be inserted. The up/down knob and grip had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the cleaning brush could not be inserted into the videoscope, probably due to clogging of the forceps channel. The device was returned and an evaluation revealed presence of the foreign material in the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.